Event description:
This device was reported to not deliver medication accurately. The pump displayed 39cc had been delivered from the 50ml syringe yet 21cc actually remained in the syringe. The glass pre-filled syringe contained morphine sulfate in a 1mg/ml concentration. The facility reported that there was no pt injury or medical intervention involved with this report. The facility did report however, that this underdelivery of medication may have affected the quality of the pt's pain control. The facility's reps were not able to provide any specific pt details.